Manufacturer narrative:
Information was received by the manufacturer indicating that the hospital does not have the lvad pump to return for evaluation. The hospital is unaware if an autopsy was performed or not. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: a correlation between the device and the reported event could not be conclusively determined. No equipment was returned. A review of the device history record revealed that the device met applicable specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: according to information supplied by the perfusionist, the medical examiner's office did not have the patient's system controllers. The perfusionist felt that the system controllers were lost in transport. The perfusionist was unaware if an autopsy was performed; therefore, the pump will not be returned. It was reported that no additional information is known regarding the issue with power as to whether the patient was connected to a battery source.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient had been residing in an assisted-living facility since approximately 2006 (after discharge from the lvad implant). The patient was on the elevator and was found with no power and had collapsed. The patient had expired. The case is currently being managed by the medical examiner's office. The patient and spouse had lived at the facility since 2006. The patient's daughter reportedly came every day for dressing changes. The facility never called the vad coordinator to report the incident.